Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during an esophagectomy on the firing for the 2nd line on a delta-shaped anastomosis with a powered handle the surgeon pushed the blue button; however the device did not fire. No reinforcement material was used.